Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited loss of capture. During the lead revision, a micro perforation was suspected. The lead was explanted and replaced. The patient was doing fine post procedure.